Event description:
Review of service data detected a reportable problem. During servicing, a charger/modem power supply would not power the device.

Manufacturer narrative:
Device evaluation summary: device evaluation of the charger/modem power supply was completed. Upon evaluation, the power supply brick was defective. The cause of the inability to power a charger/modem was the defective power supply. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power supply. As received, the power supply was separated from the charger/modem. The charger/modem associated with this power supply at incoming is unknown.